Event description:
It was reported that a titrated infusion of provigan (ivig) was administered to the patient every 2 weeks for a duration of 6 months in the infusion center. Provigan 500ml (0.5g/kg/24.5 ml) was programmed at a rate of 49 ml/hr.to infuse over 30min. The 2nd dose (49.5 ml) was programmed at a rate 99 ml/hr for a duration of 30 minutes. The 3rd dose was programmed at a rate of 198ml/hr. (310ml) for the completion of the infusion; however, it was noticed that the device did not infuse the correct dosage which resulted in an over infusion. Although requested, no further information regarding patient impact was provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "infusion finished sooner than expected total volume infused 266 41 ml total volume infused should have been 400 ml privigen 40 mg order, mixed in 400ml."

Manufacturer narrative:
Additional info: the customer¿s report of an overinclusion was neither confirmed nor replicated. Physical inspection showed no anomalies. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 10015489) and there were no leaks observed from the set. The source disposable set (model 10015489) was evaluated for concentricity and was found to be within specification. The root cause of was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that an titrated infusion of privigen 500ml (0.5g/kg/24.5 ml) was programmed at a rate of 49 ml/hr.to infuse over 30min. The 2nd dose (49.5 ml) was programmed at a rate 99 ml/hr. For duration 30mins. The 3rd dose was programmed at a rate of 198ml/hr.(310ml) for the completion of the infusion. However it was noticed that the device did not infuse the correct dosage resulting in an over infusion. The event occurred infusion center at abbey place.